Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately three weeks post implant, the patient came to the emergency room with complaints of feeling light-headed. The right ventricular lead was noted to have intermittent capture at high thresholds. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.